Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. There was an issue with the catheter wire. The shaft of the catheter showed a spiral slit. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implanter felt resistance towards the tip of the catheter. Once completely taken out the body, it was noted one of the braided filaments was exposed and the filaments were curled up toward the tip. The catheter was straightened before slitting. No patient complications have been reported as a result of this event.